Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site as the device had migrated. As such, the patient underwent surgical intervention where the ipg was explanted and replaced. The patient is happy with the outcome of the surgery.

Manufacturer narrative:
The returned product(s) was not analyzed for the complaint of discomfort due to ipg migration as the allegation cannot be confirmed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.